Event description:
It was reported that this right atrial lead exhibited possible loss of capture. The health care professional planned to bring the patient in to test thresholds. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).